Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported clearlink y-type blood/solution set was leaking. This event was discovered after the blood transfusion was started and the leak was located on the tubing before the patient connector. Approximately 30ml of blood from the blood bag leaked; however, there was no patient blood loss. The issue was resolved and the blood transfusion was continued by disconnected the tubing and priming a new set. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.